Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with complete pump reset instructions, and the customer planned to reset the pump when ready, with the option to follow up if the issue persisted.